Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain, the implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the suprascapular nerve. During a post-operative follow-up appointment, the physician noted that the ipg incision site had opened and was suspected to be infected. Further evaluation by medical personnel determined it was unlikely that infection was present and more likely that the implant was too superficial and had pressed against the incision, causing the wound to dehisce. On (B)(6) 2025 the implanting physician attempted to explant the nalu system. Upon beginning the procedure, the physician found that all implanted components had fairly extensive scarring and the physician was uncomfortable removing the system. The procedure was aborted with all components remaining in place and the patient was referred to an orthopedic surgeon to complete the explant.

Manufacturer narrative:
No cultures were taken to confirm the presence or absence of infection, however both the implanting physician and the orthopedic surgeon have stated they do not suspect infection. There is no reported suspicion of any issues with patient compliance regarding post-operative recovery and wound care behavior and no known comorbidities that may have contributed to the surgical wound failing to heal as expected. It is suspected that the position of the components at the time of implant was too superficial and placed pressure on the weakened skin at the incision site.